Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event.

Event description:
The plaintiff's attorney alleged that the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest and sudden cardiac death, which is alleged to have been caused by the product administered to the patient during dialysis treatment.